Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient admitted due to decreased urine output. A echocardiogram noted severely reduced right ventricular dysfunction. No further information was reported.

Manufacturer narrative:
Correction d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The account reported that the patient was admitted with decreased urine output (uop) noting oliguric acute kidney injury (aki). An echocardiogram was performed and noted severely reduced right ventricular dysfunction. The patient was placed on continuous veno-venous hemodialysis (cvvhd). According to the account, the event resolved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists renal dysfunction and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The ¿patient care and management" section of this document explains that ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.